Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue, replaced the back panel and line cord to resolve the issue. The fse then completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the customer or complainant site is biomed (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge field service engineer (fse), it was found that the back panel cord wrap was broken along with damaged line cord. There was no patient involvement, and no adverse event reported.